Event description:
The device was used during a wedge resection procedure. Reportedly, the tissue was torn by staples. The surgeon performed a lobectomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.